Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to a capsule rupture noted upon insertion. A partial anterior vitrectomy and 2 peripheral iridectomies were performed. An anterior chamber lens was implanted successfully and the prognosis was reported as "good". Sutures were used as standard protocol. It is to be noted that the surgeon used forceps to insert the lens in the patient's eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.